Manufacturer narrative:
Device discarded.

Event description:
The user facility reported that after the zipstitch was used blisters developed around the site of the bandage. Although requested, there was no information available regarding patient involvement, delay, medical intervention, and adverse consequences.

Manufacturer narrative:
Additional information: d10 h3 other text : device discarded.

Event description:
The user facility reported that after the zipstitch was used blisters developed around the site of the bandage. Although requested, there was no information available regarding patient involvement, delay, medical intervention, and adverse consequences.